Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case FDA-2014-n-0736-2389, awareness date 03-nov-2015). It refers to a female consumer of unspecified age in united states who had essure inserted on (B)(6) 2013. Since then her health has seriously declined. She experienced severe pelvic pain, hip pain, joint pain, anxiety, weight gain and bloating. Sometimes pain was to the point where she could not leave her house. She was getting her first ever hsg and a partial or full hysterectomy this year. She went from a fun outgoing bungee jumping woman to in her eyes being disabled. The product technical complaint investigation results which ptc number is (B)(4) was received on 25-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the implied temporal relationship, causality with suspect insert cannot be excluded and since an intervention will be required, this case is regarded as incident. In addition, non-serious events were informed. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.